Event description:
The customer reported that the system was shutting down without command of the operator and would not power up. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The smart power pcb and the power interface pcb were evaluated and replaced. The system was tested and found to be working as intended and put back into service.